Manufacturer narrative:
See h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00227; 508-36-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient required revision surgery due to impingement on the coracoid. The surgeon decided to downsize and further lateralize the components. The surgeon removed the old polyethylene insert and glenosphere, then implanted a 32n glenosphere and a 32 small socket neutral insert.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.